Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022 it was found that the patient's platelet count had trended down from two days post-ventricular assist device (vad) implant. The patient was being worked up for heparin-induced thrombocytopenia. The patient did not exhibit any overt signs or symptoms of bleeding. As of (B)(6) 2022 the patient was taken off of heparin and was currently on bivalirudin.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hemolysis could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The device is not available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19apr2022. The heartmate 3 lvas instructions for use (IFU), rev. C, and patient handbook, rev. D are currently available. Section 1, ¿introduction,¿ lists potential adverse events, including hemolysis, that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed that work for heparin-induced thrombocytopenia was negative. The patient was transitioned back to heparin and eventually to coumadin. The issue reportedly resolved without sequelae on (B)(6) 2022.